Event description:
The cap fell off the bag and the doctor did not feel comfortable reinfusing the patient's blood. As a result, the patient received a blood transfusion with blood from a blood bank.

Manufacturer narrative:
Device not returned for evaluation.